Event description:
Displays were blanking out during operation. The red station displays blanked out once and so did the orange station displays. In both instances this occurred when the source container emptied. No flashing dashes in the total delivered dispay and the "no flow" led was not flashing. The user was advised not to use the unit, which was will be returned for eval. There was no pt involvement reported.